Event description:
It was reported that stent dislodgment occurred resulting in additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in a mildly tortuous coronary artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. During deployment, the stent became dislodged from the balloon. The dislodged stent was successfully secured in place using a new stent, at the lesion site being treated. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.